Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the balloon bursted. There was no pt consequence. Add'l info received on 12/12/97. It was stated by the affiliate that all pieces of the balloon were retrieved.